Manufacturer narrative:
Intuitive surgical inc. (Isi) received the vessel sealer extend (vse) instrument associated with the reported event. Failure analysis investigations did not replicate nor confirm the customer-reported complaint. The instrument was driven on an in-house system which passed the recognition and engagement tests. Upon visual inspection, there was no blade exposed outside of the blade garage and the jaw ceramic dots were present. The instrument passed electrical continuity. The energy was delivered without any issues and passed the cut test. The grip force test was performed and passed. No errors occurred during in-house testing. A review of logs showed no failures. Additionally, the instrument¿s grip tips were not moving intuitively (they were not following the mtm input commands smoothly and moved in the reverse motion). This indicates that the movement of this instrument is unintuitive. The instrument was found with dislodged metal tabs on the distal end of the main tube, likely causing the instrument to have unintuitive motion. The shaft was found to be out of normal position from the main tube. The instrument's main tube was found to be indented. The bending damage is located near the distal end of the main tube. The instrument logs show the instrument was installed four times and passed homing four times. There were 61 cut complete events recorded with no errors. The e-100 logs show 12 coag events with no errors and 125 seal events. There were two seal events that had high initial starting impedance errors. The system logs for this procedure showed no relevant errors.

Event description:
It was reported that during a da vinci-assisted gynecology procedure, the vessel sealer extend (vse) instrument was not sealing as expected. The surgeon was using the vse to cut and seal pelvis tissue during this event. Tissue effect was noticed, and the system indicated the seal was complete, but the surgeon indicated that after they cut the tissue, it was not completely sealed. It is unknown what effect this event had or if it required intervention; however, the customer said this event did not result in unexpected bleeding. Additionally, this seal reportedly took longer to complete (send complete tones) than normal. The vse instrument had been in use for about 10 mins prior to this event. The system did not generate any errors during this event. The instrument was inspected prior to use with no abnormalities noticed. The procedure was completed robotically. The vse instrument was not submerged in liquid during this seal, was not clamped on any hard materials, and did not have bio debris. The surgeon reported that they think this event was caused by the instrument not sealing properly.